Event description:
Caller reportedly received blood glucose results of 265 mg/dl and 120 mg/dl within 10 minutes on the compact plus system. No adverse event related to the device reported. Requested return of suspect device, however the customer did not return the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in another country.